Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called for the high blood glucose. The customer reported that the insulin was leaking at the quick release. The customer's blood glucose was 557 mg/dl at the time of ambulance call. The customer mentioned that there was crack on the screen. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 258 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were wearing the insulin pump at the time of ambulance call. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.